Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during implantation surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted the same day it was implanted because the lead had dropped. The physician asked for a new lead to implant and did not try to reposition this lead. There were no adverse patient events reported.